Event description:
It was reported by the aci sales professional that a very thin 50+ year old male patient with a persistent heavy cough and a history of peripheral vascular disease (pvd) and hypertension underwent an interventional coronary procedure in which a stent was implanted on (B)(6) 2011. The anticoagulant angiomax was administered peri-procedure. The physician took a pre-procedural femoral angiogram and stated that the area around the stick "looked suspicious." Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. There was no report of complication during the procedure but it was reported that the mynx was unsuccessful in closing the access site. The patient was converted to manual pressure where successful hemostasis was achieved. The patient was transferred to the nursing floor. It was reported that the patient developed a large hematoma at the access site after he was transferred to his room. The nurse held manual pressure over the access site for an hour and the hematoma resolved. After stabilizing the groin, a vascular surgeon was consulted. The vascular surgeon performed an ultrasound of the access site and discovered a small pseudoaneurysm (psa). The psa was injected with thrombin but it is unknown if it resolved the psa. Due to blood loss, the patient's angiomax drip was discontinued. The following day, the patient went into ventricular fibrillation (vfib) and subsequently expired. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.